Manufacturer narrative:
(B)(4). It was reported that the patient underwent the initial laparotomy procedure on (B)(6) 2011. During the re-operation on (B)(6) 2011, the suture material was intact. The surgeon opines that the abdomen burst with spreading ascites caused/contributed to the infection.

Manufacturer narrative:
(B)(4), wound dehiscence . No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: pds ll plus antibacterial suture, pds ii (polydioxanone) suture.

Event description:
It was reported that a patient underwent a laparotomy procedure on an unknown date and suture was used for continuous abdominal fascial closure. The patient developed wound infection on (B)(6) 2011 and was treated with reoperation on (B)(6) 2011 due to wound infection and fascia dehiscence. The current status for the patient is listed as ongoing.